Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.00/+4.5/003 (sphere/cylinder/axis), into the patient's left eye (os). The lens was reported as high vault and raised pressure. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4)